Manufacturer narrative:
Updated section(s): the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2024 the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell outside the acceptable error range, thereby confirming that the sensor was providing inaccurate measurements. Following recalibration, the mpap trend has remained stable and consistent. This stability indicates that the sensor's inaccurate measurement was finite and has been effectively corrected through recalibration. While the exact cause of the reported event cannot be conclusively determined, it is possible for the cordella sensor to exhibit a negative sustained decrease in measured pressure as a result of alternate physical, electrical, and or physiological mechanisms.

Manufacturer narrative:
No device analysis results are available because the device remains implanted, however, the actual device was evaluated via rhc. Per the IFU, rhc is required to recalibrate the sensor if sensor inaccuracy is suspected. Additional information will be submitted within 30 days of receipt.

Event description:
A rhc was performed to recalibrate the pressure sensor against a reference pressure.